Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The patient experienced pain - loosening - converted to tka.

Manufacturer narrative:
Reported event: an event regarding a pka revision involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding patient revision from pka to tka. There were ten other reported events for the listed catalog number. (B)(4). Conclusion: device inspection could not be performed as no session data was available. Per the mps, "robot (B)(4) was upgraded to accommodate the tka software application on (B)(6) 2016 and needed a new hard drive. The old hard drive is still at the hospital but not plugged into the machine and I have no way to access any information on it. Robot (B)(4) was removed from the hospital altogether and a different robot replaced it (B)(4) to accommodate a hardware upgrade that was required to run the robotic tka software.¿ the device was not returned for evaluation.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The patient experienced pain - loosening - converted to tka.